Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer either resumed insulin or changed out pump supplies to address the alarm and resumed insulin delivery. Customer administered a manual injection to address blood glucose. Customer's blood glucose ranged from 54-500 mg/dl.